Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 404 mg/dl. Patient's current blood glucose: 366 mg/dl. Customer treated for high blood glucose with manual injection. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Completed high blood glucose troubleshoot with customer. Sending tubing clamp. Customer reported that during high blood glucose troubleshoot customer stated there was air bubbles in the tubing. Customer reported approximate size of air bubbles is at least an inch . Reviewed best practices for handling insulin for reservoir fill. Reviewed the fill reservoir technique. Advise customer to remain disconnected from the infusion at the qr. Advise to remove the reservoir from pump. Advise to check for leaks at the p-cap connection, infusion tubing and reservoir and it found unsure . Customer did not allow for insulin to warm to room temperature prior to filling reservoir. Advise to change set. Pump will not be returned for analysis.